Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as ¿high¿ (a specific bg value was not provided), and the customer was unable to provide a meter bg reading at the time of the adjustment. As a result of the auto-bolus, customer's bg level lowered to 20 mg/dl and the customer lost consciousness. Unspecified assistance was provided by customer's spouse and customer was admitted to the intensive care unit. Reportedly, customer was in a coma and was treated with intravenous fluids of saline and a "breathing tube". Customer was discharged 16 days later with the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.